Event description:
During a laparoscopic inguinal hernia repair, the physician used the subject device, the device did not activate output. The physician withdrew the device from the pt, and the probe tip broke off during disassembly. The physician replaced the device with another device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There were some scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the device could not activate output. Consequently, after the physician withdrew the device from the pt's body as directed, the probe broke due to the stress by disassembling physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation,t his report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.